Manufacturer narrative:
A ge service rep performed an onsite investigation. The power connector was evaluated and reseated. The sys was tested and found to be working as intended and returned to service.

Event description:
The fse reported that the left monitor was intermittently not working. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.